Event description:
It was reported that during a mastoid surgical procedure, the bur did not cut. It was also reported that there was no injury to the pt. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
Mfg records were reviewed, no issues were identified which may have contributed to this event at the time of manufacture. The bur subject to this event was returned to the MFR for eval. The part was measured where possible, and the reported event was confirmed through measurement of the returned bur. Add'l process controls have since been implemented to address this issue.